Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of over 450 mg/dl with ketones and was treated with insulin drip. Reportedly, the customer's bgs were elevated due to a site area on body that was not receptive to insulin, and pneumonia. Additionally, the customer stated that she forgets to deliver a bolus after consuming food due to busy lifestyle. The customer was admitted into the hospital and treated with insulin drip. System check was performed and it was indicated that the pump was performing as intended. The next day, the customer was released from the hospital with the issue resolved, and no permanent damage to the customer.